Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient felt the ipg was loose in the pocket after she lost weight. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the ipg. Effective stimulation was restored post-operatively.

Event description:
Follow-up identified the reason for ipg replacement was to have access to new technology. In addition, the patient desired a recharge-free device.